Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient the died. The patient presented with st-elevation myocardial infarction. The target lesions were located in the vessels in the left heart. A 3.50 x 16 synergy drug-eluting stent (des) was advanced and placed in the circumflex artery (cx). Angiography revealed thrombus proximal to the stent leading into the left main where a 3.50 x 16 synergy des was then placed. There was more thrombus present distal to the first stent implanted. Another 3.50 x 20 synergy des was implanted for treatment. All activated clotting times were reported to be within therapeutic range. However, the patient's vessel shut down and the patient died.